Event description:
The consumer stated her tampon fell apart upon removal and tampon pieces remained inside of her. She indicated the string detached from the cotton when she attempted to remove it, and had to remove the pieces on her own.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.